Event description:
It was reported that the customer experienced a high blood glucose reading of 500 mg/dl, which she tried to treat with a bolus but was unable to finish the process. The customer stated that she was unable to exit the preparing to prime loop on the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime/fill anomaly noted. The unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.